Event description:
The following was reported to davol by the pt's attorney: the pt was implanted with multiple pelvic mesh products, including bard mesh. Attorney's report of alleged permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event, and device info davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no product was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.